Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm and customer were unable to clear the alarm. The customer stated they were able to complete the rewind process. Customer stated the alarm did not occur shortly after inserting new battery. Customer stated the insulin pump error was recurring during normal use. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.